Event description:
Philips received a report on a heating incident on an achieva mr system. A male patient was positioned head first supine to undergo a spine examination with the spine coil. During the examination a heating sensation was experienced on the left hand and left thigh of the patient of the patient, later blisters with necrosis developed in the same areas.